Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and reported there was a possible fracture and noise was observed on the electrograms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had increasing impedance due to a potential fracture. No changes have been made and the rv lead remains in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted (B)(6) 2003. (B)(4).